Manufacturer narrative:
Thermogard xp ivtm system s/n (B)(4) will not be returned for evaluation. However, the console was serviced at the customer's site. The customer's reported complaint was confirmed through review of the event log and during functional test. The root cause was determined to be wire harnesses (pic16 and cooling engine). The wire harnesses (pic16 and cooling engine) and damaged parts observed during visual inspection were replaced, remedying the tcm ID:02 (ce danfoss error). The system passed functional test, where no errors or anomalies were exhibited. The system functions as intended. A review of the event log was performed and found multiple tcm ID:02 (ce danfoss error) errors to have occurred on the reported event date; thus confirming the reported complaint. A visual inspection was performed and found cracks, scratches on the system and broken raceway lid assembly which are unrelated to the reported complaint. The thermogard xp ivtm system is a reusable device and was manufactured on 6/2/2010. Therefore, these types of physical damages found during visual inspection are characteristic of normal wear and tear for the life of the system. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system s/n: (B)(4).

Manufacturer narrative:
Zoll has not yet received the product for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Not returned to manufacturer.

Event description:
During patient use, it was reported that the thermogards ivtm system (s/n: (B)(4)) displayed several tcm ID:02 (ce danfoss error) error messages. The console was restarted multiple times; however, the error message could not be cleared. The console was set in fever mode. The target temperature was 37°c and the patient temperature was 37°c the whole time. The therapy was continued with another system. There were no reports of patient consequences. No additional information was provided.